Event description:
It was reported that, the patient had experienced insufficient pain reduction. The pump was explanted, because it wasn't working properly. No troubleshooting had been done prior to the pump replacement; however, the catheter was tested preoperatively and no abnormalities were found. The patient status was reported as "acceptable". It was noted that patient had always been difficult to treat. The pump was used to deliver intrathecal morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.